Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that there was high impedance. The device was reprogrammed and the lead was subsequently explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up, there was increased impedance, high and increased threshold on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv capture management trends shows thresholds been elevated ranging from 1.625v to 2.5v until (B)(6) 2015 when threshold have consistently been greater than 2.5v. Rv pace impedance steady at 355 ohms through (B)(6) 2015, then begins to rise up to a maximum of 1558 ohms the week of 2015 (B)(6).